Manufacturer narrative:
During the evaluation of the device at the MFR's service center, an issue related to the device's sensor board was observed. The device's sensor board was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for evaluation. There was no harm or injury reported.